Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 800 mg/dl and 805 mg/dl. The customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that event was resolved by changing complete set. Customer was admitted to the hospital since sunday and was discharged today. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, diabetic keto acidosis as well as mild heart attack on (B)(6) 2020. The customer¿s blood glucose level when admitted to the hospital was 804 mg/dl. The customer was treated with the insulin drip and heart catheterization.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.